Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including infection, history of coronary artery bypass graft and diabetes mellitus (dm). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support center that a patient with a 25mm 3300tfx aortic valve has expired after an implant duration of three years, eight months due to critical stenosis. Per the care advocate, the patient went to the ER for vomiting; work-up showed the patient was septic, and echo showed his valve was "closing up". Patient was admitted to the ICU and given IV antibiotics. Doctors were unable to find the source of infection. Patient's condition deteriorated and he expired the next day. Per medical records, the patient was admitted from ER to ICU for hypotension, septic shock, respiratory failure/intubated. Echo showed a severely decrease ejection fraction of 20-25%, acute chf due to valvular disease, and critical stenosis of the prosthetic aortic valve. The patient continued to decompensate during the night, and the following afternoon he went into cardiac arrest and expired. Cause of death was listed as septic shock - blood cultures + e. Coli, chf, and critical aortic stenosis prosthetic valve. This is a 72-years-old male with a history of s/p CABG and avr in 2019, dm2, afib, and s/p endovascular aneurysm repair.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. `